Event description:
It was reported by the rep that the device was used during a laparoscopic burch. It was reported within the first hour of the case, the surgeon found that the inner gasket of the 511sd trocar leaked in the umbilicus. The only device that had gone through that port was a ten millimeter scope. A oneseal was opened to stop the leaking. There was no consequence to the pt.